Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet had a cracked screen and required replacement; the device¿s water resistance was compromised, and overall functionality was in question. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the device and instruction to maintain backup therapy, sync data to the mobile app, and return the original unit using the provided shipping label. The returned device was received. Investigation included remote troubleshooting and verification of shipping information. Investigation of this case revealed physical damage to the display assembly with resultant loss of water resistance, consistent with screen breakage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage and not a manufacturing or design defect.